Event description:
The clinician reported that the patient's previously working remote monitor was unable to establish telemetry with the implanted device. Troubleshooting steps were taken and set up was verified, to no avail. Return and replacement of the monitor is pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the monitor was unable to power up. Fluid ingression was found on the printed circuit board assembly, causing the unit to not be able to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.